Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a breakfast meal announcement, with blood glucose rising to 372 mg/dl and remaining above target for about an hour and a half before trending down while on the call; the user was using a contact detach infusion set (6 mm, 23 in) and reported no visible kinks or leakage at the connector, tubing, or site. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included troubleshooting and education, including guidance to continue monitoring and to replace the infusion site on a different body area if glucose did not continue to decline. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and device function issues were not confirmed based on user inspection and the subsequent downward glucose trend. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.